Event description:
Removal of endosseous dental implant. Implant was placed on 6/25/97 in site (class I bone) during a routine procedure. The clinician reports that the reason for implant failure was that there might have been some type of initial infection. The implant was removed on 7/16/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of the integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.